Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an occlusion. It was with the btt, had not gotten to the cannula yet. No gas would go through to open the tunnel. The device was not allowing gas to flow through. They got a new device to complete. No delay, they simply got another kit so procedure kept going without delay. No harm.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 11/19/2024. An investigation was conducted on 11/26/2024. A visual inspection was conducted. The harvesting device, cannula and btt were returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device or cannula and c-ring. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe filled with saline was attached to the co2 line on the btt with no physical or visual difficulties observed and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000412844 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.